Manufacturer narrative:
The product was not returned for evaluation. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
During preparation for a thrombectomy procedure, the penumbra system ace 64 reperfusion catheter (ace 64) was accidentally dropped on the floor and was not used. The procedure continued using a new ace 64.